Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mtm involved with this complaint and completed the device evaluation. Failure analysis reproduced the reported failure during calibration (via matlab). Embedded serializer in master base (esmb) pca will be replaced as a fix. Intuitive surgical, inc. (Isi) received the rac involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported failure, but the error was confirmed via error logs and system logs. Rac was installed and tested in the printed circuit assembly (pca) test system. Upon start-up, the system failed with error 281 and error 307. Rac could not be programmed due to rac power supply (rps) or rac controller module (rcm) failure. Rps and rcm will be replaced. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, error 1 occurred while the surgeon was bowel suturing. Customer had inspected system was inspected prior to starting the procedure. All of the instruments, including the scope, would not move, but the led indicator was blue. No error codes were noted at the time. Customer performed multiple restarts, but the error persisted. It was noted the only way to recover system was to disable the right master tool manipulator (mtm-r) on the surgeon side console (ssc). The procedure was converted to laparoscopic surgery. The patient tolerated the procedure well without any injury. Intuitive surgical, inc. (Isi) followed up with the isi field service engineer (fse) and obtained the following additional information: customer was unable to contact technical support (ts) for troubleshooting assistance directly, so the isi clinical sales representative (csr) reported the issue to the company call center, and fse requested ts assistance via "follow the sun". Isi technical support engineer (tse) informed the error points to mtm-r and advised to have the mtm-r replaced. Additionally, tse suggested that the remote arm controller (rac) might also require replacement. Customer reset the system several times per tse's recommendations, and the system was back to normal, but the fault returned after minutes of use. Surgeon decided to convert to laparoscopic surgery and wait for the fse to come on site. Fse arrived an hour later and confirmed error 1 upon review of the event logs. During operation, fse replaced mtm-r. The system was tested and verified several times as ready for use. It was noted the surgeon had completed the procedure laparoscopically when fse completed mtm-r replacement. There was no reported injury. The following morning, customer reported the system generated error 1 prior to a procedure. Patient was not under anesthesia and no ports were placed at the time. The procedure was aborted. Despite restoring the system to normal functionality after multiple restarts, fse decided to replace the rac. No further errors were noted. After rac replacement, the procedure started. The procedure was completed with no injury to the patient.